Event description:
Caller states that there was no labeling in the capillary tub box. She reports that she must squeeze the bulb extra hard to get the blood to come out and, then, when the blood does come out onto the strip, it splashed back into her face twice. Customer subsequent tested negative for hiv. Requested return of suspect device and replacement was sent.